Manufacturer narrative:
The technician found the siderail cable and ucm board corroded from fluid ingress. The technician replaced the siderail cable, ucm board and gaskets to repair the bed.

Event description:
Info received indicates the functions are intermittent from the left siderail controls.